Event description:
The customer reported that, when the patient was in ventricular fibrillation, the device did not suggest to deliver a shock. The device was in use on a patient, however the customer reported that there was no harm to the involved patient. Although the customer reported no harm they also reported that the patient was in vf at the time of the reported event. We are therefore considering this to be a serious injury.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that, when the patient was in ventricular fibrillation, the device did not suggest to deliver a shock. The device was in use on a patient, however there was no adverse event to the patient or user.